Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal was analyzed and reported issue with the instrument could not be replicated nor confirmed by failure analysis. The instrument was placed and driven on an in-house system and passed the seal and cut, recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was a moderate amount of debris on the knife track. Additionally, the instrument was found to have the jaw cover torn. The tears measured roughly 0.1000" x 0.0254". Visual inspection displayed no signs of missing fragments. There were no signs of thermal damage present at the end of any tears.

Event description:
It was reported that during a da vinci-assisted hiatal hernia paraoesophageal surgical procedure, the synchroseal was not transecting tissue during "sync" cycle. The procedure was completed as planned with no reported injury.